Manufacturer narrative:
(B)(4) date sent: 6/23/2026 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained the sales rep and internal rapid response call: postoperative complication ¿ formation of a small-bowel fistula following an ileocolic anastomosis. According to the surgeon, this type of anastomosis is not typically considered high-risk. An unusually high fistula rate has been observed in recent weeks. The use of a new product line of staplers and staples featuring 3d technology (glc80 and glcr80b) appears to be a common factor. One surgeon noted that the stapler was stiffer and less maneuverable but did not consider this to be the cause of the complications. The key difference between the old and new product lines lies in the reduced number of staple rows: the configuration was changed from two blocks of three rows of staples each to two blocks of two rows of staples each. The surgeons affected by these issues were trained years ago. After there was a noticeable increase in patient complications, the hospital reviewed this situation and indicated that all the causes seemed to point to the use of the glc, even though some of the patients had received chemotherapy. They also indicated that they did not like how more force was needed to fire the glcs than the tlcs. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk colorectal procedure, a postoperative fistula occurred requiring intervention. The affected patient was re-operated on.